Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. Both the advancer tube and the sealant were separated from the catheter shaft. The catheter shaft and shuttle cartridge were inspected for presence of kinks and deformity that may have obstructed the device path during deployment. No anomalies were observed. A number of component features were measured that may have contributed to the incident. All the features were found to be within specifications. The review of the lhr (lot f1303504) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable cause for the advancer tube not present and the probable root cause for the reported failure to deploy could not be conclusively determined.

Event description:
It was reported by the aci clinical specialist that a male pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the bifurcation via a 5f sheath (model unk). Following the procedure, the technician who is in training, selected a mynxgrip vascular closure device 5f to close the access site. The device was prepped and deployed per the IFU. It was reported that when the technician withdrew the sheath from the tissue tract no advancer tube was present. The balloon was deflated and the device was removed. The pt was converted to 18 minutes of manual compression at which time hemostasis was achieved. No further complications were noted. The pt hospitalized. The pt's hospitalization was not mynx device/mynx procedure related. The pt's discharge date was not reported.